Event description:
Per the clinic, the patient experienced migration of the electrodes.

Event description:
Per the clinic, the patient experienced a poor sound quality and open circuits were noted on 1-19 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.